Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage event with 4 infusion sets as the tubing was leaking at cannula housing. The infusion sets were used for 1-2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.